Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's lead was fractured causing only two of the four programs to work. Additional info has been requested, a follow-up report will be sent if additional info becomes available.